Event description:
Boston scientific crm received information that this device was explanted for normal battery depletion. There were no product performance allegations or adverse patient effects reported.

Manufacturer narrative:
(B)(4). A sample was not returned for evaluation, however, a batch review was completed for the reported lot and was within specification.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to baxter technical support of a cut in the tubing of the interlink paclitaxel set. A flo-gard pump was being used. The cut seems to be at the location of the blue slide clamp. It was used with chemotherapy drugs; therefore, the defective tubing was discarded. There was no patient injury or medical intervention reported. No other information was available. This is report 4 of 4 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The status of a sample is pending a response from the customer. This was originally reported under 6000001-2010-00834. A follow-up report will be submitted if additional information becomes available.